Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of small amount of contamination in the iso air outlet. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust contamination to the interior of the blower assembly and blower impeller, dark contamination resembling the keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one instance of e-41 error.. The manufacturer concludes the contaminates found were consistent with contamination in the iso air outlet, dust contamination to the interior of the blower assembly and blower impeller, dark contamination resembling the keratin contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.